Manufacturer narrative:
Please see investigation summary attached. (B)(4).

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that patient was noted with right knee mononeuropathy 2 years following tka and that surgical procedure was performed in order to address this issue.

Manufacturer narrative:
Please take in consideraion the file for the previous report submitted.

Manufacturer narrative:
Corrections based on new data received.

Event description:
Surgical procedure done was identified as "right knee genicular nerve radiofrequency ablation to 3 genicular nerve branch; fluoroscopic guided."